Event description:
It is reported that the pt was revised due to fracture of the kinectiv modular neck.

Manufacturer narrative:
Eval summary: this device has been in vivo for 1 year, 10 months, 8 days. It is reported that the kinectiv modular neck device was used with a 40 mm + 7 head. Zimmer has not approved this combination of devices for compatibility, and this would be considered an off-label use of this product as indicated on the packaging insert. Eval: the device history records for the implants were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications.